Event description:
In 02/2002, a gliatech sales rep met with dr. During the coversation dr. Described a pt who developed "a severe hypotensive episode" following application of adcon-l. The event was reported to have occurred sometime in 2002. Dr. Indicated that the pt's systolic blood pressure dropped to between 4-5 mm hg. The pt was administered adrenaline and geloplasm and recovered following this medical care. The dr indicated that the event was "severe" and happened very quickly upon applying adcon-l to the neutral elements. The pt was described as "young". The physician believes that the reaction is "of an allergic nature". No additional info is available at this time.